Event description:
It was reported that the renasys go cannot operate on ac or battery power, cannot recharge battery, and cannot generate or control negative pressure. As this was noticed during service and repair activities, no patient was involved.

Manufacturer narrative:
H3, h6: the device intended to be used in treatment been returned for evaluation. A visual inspection reported that the outer casing was broken. The functional evaluation reported that the device failed to charge and could not maintain pressure, establishing a relationship between the reported event. Root cause was identified as a defective dc inlet port and a defective vacuum motor. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.